Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had diminished battery life, rejected batteries, screen was scratched and difficult to read, screen chipped, and alarmed motor errors. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked lcd window. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm, failed battery alarm and motor error alarm noted. Motor passed motor test.